Event description:
Reported as moderate "pouch dilatation" follow up findings: additional band slippage and obstruction.

Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided the connector type is assumed to be a taper I. Band slippage, pouch dilation and obstruction are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Inamed has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported events of band slippage and obstruction as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."